Event description:
According to the reporter, during a cardiac catheterization procedure, the device alarmed "connect electrodes" and the operator "wiggled the cable" to return the device to proper operation. No adverse affects to the patient were reported as a result of the alleged malfunction.